Manufacturer narrative:
Although no intervention has been taken to date, we are reporting this event due to the potential for interventional activity and the history associated with the symptom of pain with regard to the composix kugel mesh. We have contacted the initial reporter to request additional info. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Surgeon reporting the following info: on (B)(6) 2004, the pt was implanted with a recalled composix kugel mesh. For the past six months, the pt has been having persistent abdominal pain associated with fever and vomiting. The md reported he is not certain if mesh is related to pt symptoms. According to the surgeon, there is no current evidence of a bowel issue/perforation, infection or abscess. An operative procedure/explant is not planned at this time, however, further diagnostic test(s) will be performed to determine cause of pt's issues.